Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient presented to the hospital with low blood pressure, hemodynamic instability and in end stage cardiogenic shock. That same day the patient underwent emergent treatment of a ruptured thoracic aortic aneurysm. It was reported none of the four gore® dryseal sheaths were able to be advanced into the access arteries. Reportedly, the patient¿s right and left external and common iliac arteries were highly calcified, extremely narrow (less than 6.5 mm in diameter) and reportedly outside of the gore® dryseal sheath instructions for use. An attempt was made to dilate the iliac arteries utilizing stenting procedures in order to advance the introducer sheaths. Access was obtained through the right side and two conformable gore® tag® thoracic endoprostheses were successfully implanted. It was reported during advancement of a gore® dryseal sheath the patient¿s left external iliac artery ruptured, causing blood loss (amount unknown) and a drop in blood pressure. It was reported that further endovascular treatment was not possible, so the physician elected to surgically repair the iliac artery; however, the patient expired during the procedure due to acute hemodynamic shock. An autopsy was not performed.

Manufacturer narrative:
This event was initially reported under medwatch # 3007284313-2014-00061, capturing the information regarding aortic introducer sheath (dryseal ver 3.0)(dsl2428/11962066). Upon review of this file it was revealed that a determination could not be made as to which aortic introducer sheath was involved with the event and subsequent death. Therefore, medwatch # 3007284313-2014-00072 has been created to capture the information regarding the additional aortic introducer sheath (dryseal ver 3.0)( dsl2428/ 12372293) reported to be possibly involved with this event.

Manufacturer narrative:
Additional device implanted and involved in this event: dsl2428/12372293.